Manufacturer narrative:
On (B)(6) 2020, during visual evaluation of the device it was observed a crease in anterior view. Leak testing revealed in anterior view a tear, measuring approximately 0.1 cm. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device the striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 7508553 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, one device - mentor smooth round moderate plus profile 475cc, lot 7508553, catalog number 3502475 was received. The device received is 475cc and does not match affected device description of 375cc. Clarification is in progress. Once more information becomes available a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/10/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 12/10/2019, the device affected is actually mentor smooth round moderate plus profile 475cc, lot 7508553, catalog number 3502475 . This device was manufactured in irving, tx, USA. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate plus profile 375cc, catalog 3502375. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 375cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round moderate plus profile 375cc on (B)(6) 2019.